Manufacturer narrative:
Per medical review - reportedly, haptic was torn off in the injector during insertion requiring intraoperative lens removal. Incision was not enlarged and no other tissue damage was reported. Another lens of a different model was successfully implanted. No reported postoperative sequelae. According to the report, dated on (B)(6) 2015, the iol was positioned incorrectly in the injector during loading by a new technician. The surgeon required additional training for his staff and decided to implant a competitor`s lens as a replacement. Given this information the event was not related to the device (injector/iol) but to the user error (inexperienced health care professional). (B)(4).

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4)

Event description:
The reporter stated there was a new tech loading the cc4204a collamer single piece lens into the nanopoint injector and seated the lens too far back in the cartridge. Consequently, the haptic was torn as the surgeon inserted the lens. The lens was retrieve and another lens was implanted without any patient injury. The event was due to loading error. Staars sales representative performed additional training at the facility.

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): based on the results of the DHR review, the available information given within this complaint, and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization, and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint is user error (inexperienced health care professional) due to loading error. The product was not returned to staar for an evaluation. (B)(4).